Event description:
This rv lead was implanted on (B)(6) 2008 and was capped on (B)(6) 2017 due to high pacing thresholds. The physician was dr. (B)(6) at (B)(6) hospitals in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).